Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to high pacing lead impedance and high capture thresholds. During replacement procedure, it was difficult to remove the lead from the device header.